Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited decreased sensing thresholds, decreased pacing impedance, and increased hv impedance. The patient complained of a sensation that the device had moved up into her throat. An x-ray revealed micro-dislodgement due to twiddler's syndrome. The lead was explanted and replaced.